Manufacturer narrative:
(B)(4).

Event description:
These leads were revised due to patient pain. Both remain implanted and no other adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.